Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a protégé rx stent was being used to treat a fibrous leaion in the patients proximal common carotid artery. Little vessel tortuosity and calcification were reported. No resistance encountered when advancing the device. The device did not pass through a previously-deployed stent. No excessive force used. It is reported the stent broke in the patient during the procedure, adelivery system break was also reported. The procedure was not continued with this broken stent and another protege rx stent was used to complete the procedure. No patient problems or injury reported.

Manufacturer narrative:
Additional information: the patient is fine. The stent broke while being inserted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.